Event description:
It was reported to boston scientific corporation that a gold probe was used in the patient¿s rectum during a radiation proctitis treatment on (B)(6) 2015. According to the complainant, during the procedure, the device stopped transmitting current after the first application. The procedure was completed with another gold probe. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event probe fails to deliver energy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual analysis of the returned gold probe¿ revealed that the catheter was kinked near the electrical connector in the proximal portion. Additionally, the ceramic tip was found damaged with missing gold. An electrical evaluation was performed, which included the load test; the device failed the test. The complaint was confirmed since the unit failed the load test due to the damaged tip with missing gold and a catheter kink near the electrical connector. The most probable root cause classification is operational context since anatomical/procedural factors encountered during the procedure probably limited the performance of the device. The device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the patient's rectum during a radiation proctitis treatment on (B)(6) 2015. According to the complainant, during the procedure, the device stopped transmitting current after the first application. The procedure was completed with another gold probe. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.